Manufacturer narrative:
As no further info concerning this report is expected, our investigation is complete. This investigation will be updated should further info be provided.

Event description:
Boston scientific received info that the subcutaneous implantable cardioverter defibrillator (s-ICD) system was possibly eroding through the skin. The pt came in to the clinic, but there was no sign of pocket erosion so no interventions were taken. Approx two weeks later, the pt presented to the hospital due to drainage at the pocket incision. No cultures were taken, but the physician debrided the pocket and then closed it without incident. The field rep was not aware if the pt received antibiotics. The s-ICD system remains in service and no further issues have been reported.